Event description:
During an incident on 9/5/00 involving a male pt who fell 3 stories from a scaffold which hit an electrical line, this defibrillator would not power on. The crew changed the battery and still the defibrillator did not power on. The pt was unconscious but breathing; possible electrocution. The crew bandaged, splinted and back boarded the pt. Another crew on the scene connected their defibrillator to the pt and it worked. The pt was transported to a hosp and is believed by the crew to be still alive.

Manufacturer narrative:
The returned defibrillator was verified to be unable to power on. Inspection found that the unit's main fuse, on the high voltage board, was blown. The customer's returned battery charger was found to have been repaired by other than laerdal personnel, spliced and shorted at the input cable lead, causing the defibrillator's fuse to blow. Both the charger and defibrillator were repaired and returned to the customer. Use of this device for defibrillation on a breathing pt is contraindicated in the hs3000 operating instructions. The hs3000 operating instructions explain what to do if the defibrillator does not power on. Additionally, periodic and after use checks are described that if performed, would identify a condition of no power. This report is the result of a retrospective complaint review by lmc. It is timely filed under lmc's revised MDR procedure and its written commitment to the agency, each of which has resulted from laerdal's receiving info relating the agency's current thinking with respect to MDR regulation interpretation and enforcement policy.